Manufacturer narrative:
The reported issue (it was reported that the flow rate in the arctic sun system was low. The complainant was led through troubleshooting and reported that the machine fill indicator was at 4 bars. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was able to resume with the new set of pads with no further issues.) Was unconfirmed. During visual evaluation the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, and the foams were found free of damages, tears, or perforations. The seal between manifold connector and pad was found completely sealed, the energy connectors were found free of damages, it was noted that there was evidence of the sealing presence on the pads. No related manufacturing issues were noted during the visual evaluation of the pads returned. According to the test method, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the flow rate in the arctic sun system was low. The complainant was led through troubleshooting and reported that the machine fill indicator was at 4 bars. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flow rate in the arctic sun system was low. The complainant was led through troubleshooting and reported that the machine fill indicator was at 4 bars. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads with no further issues.